Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the MDR 2243072-2022-01992 is a duplicate of 2243072-2022-01993 this supplemental is to cancel mdr2243072-2022-01992.

Event description:
It was reported that the unspecified bd tubing set experienced air in line. The following information was provided by the initial reporter: modules not alarming when there is air in the tubing below the air in line detector and infusion continues to run.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd tubing set experienced air in line. The following information was provided by the initial reporter: modules not alarming when there is air in the tubing below the air in line detector and infusion continues to run.